Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device the reason for call was pt reported that this morning when they woke up, they weren't getting any stimulation. Pt mentioned they just charged everything this morning. Agent had pt close all apps and reset the communicator. Agent had pt connect to the app and enter the sn manually, but they got not found message. Pt tried to place the communicator over the implant, but they still got not found. Agent had pt close all apps, restart the handset and reset the communicator. Pt got no network connection when they turned the handset on. Agent had pt turn the bluetooth off and on. Agent had pt connect to the app and pt confirmed they were connected to the therapy screen. Pt said the therapy was off and they were on group e with intensity 6.1 pt turned the therapy on and pt confirmed they could feel the stimulation again. Pt confirmed both the communicator and implant were charged 100%. Agent reviewed communicator indicator lights and best practices. Pt will monitor the issue and will call back if the issue persists.